Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that during removal, the epidural catheter tip broke off. Additional information received from the hospital on 6/22/09 states a left total hip replacement was being performed on a male patient with severe osteoarthritis. The epidural catheter was placed between l4 and l5 for anesthesia and post op pain management. While the crna was removing the catheter post op day 1, resistance was encountered. More pressure was applied to remove the catheter and the catheter broke. Minor surgery was preformed at l2 and l3 interspinous ligament to remove the retained catheter. No long term adverse outcomes are anticipated. The patient has some arthritic changes noted on an x-ray of the lumbar spine.